Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of mitral regurgitation, mitral valve injury (tissue damage), hypotension as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed the reported tissue damage that resulted in worsening mr and hypotension was due to patients challenging anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4 with moderately thickened myxomatous posterior and anterior leaflets with p2 prolapse. The posterior annulus was severely calcified. A mitraclip xtr was advanced and grasping was achieved; however a jet was present behind the posterior clip arm. A perforation of the posterior leaflet between the clip arm and annulus occurred, increasing mr to 4. There was a drop in blood pressure. The clip was not implanted and was removed from the anatomy. A balloon pump was placed to support and stabilize the blood pressure. In the physician's opinion, the tissue damage was not due to a device issue, but rather the patient's leaflet integrity. There was no clinically significant delay in the procedure. No additional information was provided.